Manufacturer narrative:
Patient code 3191 captures the prolonged procedure. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position and dried blood around the base of the helix. Visual inspection revealed cuts in the insulation 36 centimeters (cm) from the terminal pin and body fluid had infiltrated the lumen. This type of damage likely occurred during the implant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported low amplitude.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited low amplitude. The physician attempted to reposition the lead, however, the helix mechanism would not extend. The rv lead was removed/replaced prior to pocket closure, which resolved the issue. The physician suspected lead damage. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited low amplitude. The physician attempted to reposition the lead, however, the helix mechanism would not extend. The rv lead was removed/replaced prior to pocket closure, which resolved the issue. The physician suspected lead damage. No adverse patient effects were reported.